Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient believed they were hearing their pump alarm post pump off programming that occurred(B)(6) 2018. The patient¿s wife has not heard it but the patient stated they heard the pump alarming. It was confirmed the pump had previously been programmed to stopped pump mode as it was stopped for 129 hours and 55 minutes from the same telemetry strip the hcp confirmed the pump stopped due to off state. The hcp would like to replace the pump as soon as possible but the patient had a staph infection and it was unknown when that occurred. The infection was from a surgery on the patient¿s ankle (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The patient heard the pump alarming again. The patient heard it during the night and it was a long consistent sound not the siren that is heard with a critical alarm. The hcp stated that what the patient described hearing did not sound like what a pump critical alarm does. The hcp confirmed that she turned the pump off.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu_unknown, serial# unknown, product type: printer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving sufentanil 30 mcg/ml; 6.272 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced pain. The patient heard an alarm. The patient was seen by home health nurse (home infusion). The nurse believed the pump was alarming/stalled since (B)(6) 2017. The hcp could not print the logs; "wouldn't let me print it". A motor stall was seen at initial interrogation. The motor stall was active. The patient did not recently have an MRI and there was no electromagnetic interference or magnet exposure. The patient went through ¿detox¿ and the patient did not realize it was related to the pump. Additional information received on (B)(6) 2018 reported the hcp printed the logs on (B)(6) 2018 and on (B)(6) 2017 a motor stall occurred and recovered 10 minutes later. The pump has been stalled since the (B)(6) and a tube set alarm occurred on (B)(6). The pump off passcode was requested. The hcp confirmed she was able to enter the code successfully into the (B)(4). No further complications were reported.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear three were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Serial numbers of the programmer and software card were given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump was being replaced (B)(6) 2018 due to motor stall. The pump was replaced sooner because the patient had not been eligible for surgery due to an infection in the ankle, not related to the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was last examined on (B)(6) 2018 and the last change was noted to be on (B)(6) 2018. However, the pump logs stated that the pump was stopped due to off state on (B)(6) 2003. No further issues were reported or anticipated.